Manufacturer narrative:
Date of submission 11/6/2017 the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the black box and alarm history showed multiple cs 060 alarms. The pump powered up with auditory and vibration to a blank screen and the reported cs 060 was unable to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 060 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.